Event description:
Nurse was replacing versed (midazolam) bag and inadvertently reprogrammed the pump to run at a rate of 140 ml/hr instead of 0.140 mg/kg/hr. The sigma smart pump, running baxter master drug library software allows for ml/hr rate dosing independent of software programming. This dual rate option creates an increased likelihood of error as well as allowing nurses the opportunity to decide which way to administer a medication (without a medication order to do so). Thankfully, this patient was previously intubated. However, complications did ensue as a likely result of the rapid administration of this medication. After the incident, patient developed afib and rvr.